Event description:
Complainant alleged that the coronary care unit clinicians were attempting to defibrillate a 73 yr old female pt who was presenting a ventricular fibrillation heart rhythm, the clinicians charged the device to 200 joules, but within 5-10 seconds the display changed to 150 joules, then it changed to 300 joules. The clinicians then turned down the joule setting and then reselected the desired joule setting and shocked the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.